Event description:
In 2003, the pt was implanted with a gore excluder bifurcated aaa endoprosthesis to treat an abdominal aortic aneurysm. Over three years after the implant, aneurysm growth was noted with no evidence of an endoleak. The physician also notes that the device may have migrated distally. Films are not available for evaluation. In 2006, a reintervention occurred and an aortouniiliac was performed with a zenith renew aaa ancillary graft. The physician occluded the left gore excluder limb and left proximal common iliac artery. A right to left femoral bypass was performed with a 10mm ptfe graft. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathethered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis. Please note attached list of additional devices implanted in pt.